Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was doing an infusion set change and did not see the drops come of the end of the tubing. Customer then received a no delivery alarm. Customer stated that her pump keeps going back to the rewind screen. It was explained that the customer should change the set and/or reservoir. Customer declined troubleshooting. Customer was walked through rewinding the pump and advised to call back if issues recur. No further assistance needed.